Event description:
The customer's husband stated that the customer was hospitalized for low blood glucose levels, after giving herself too much insulin. The husband also stated that the up and down buttons were not responding very well. Troubleshooting was performed, and the buttons remained unresponsive. The customer's doctor later called requesting a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.